Event description:
The pt rec'd her scs system on (B)(6) 2009 with two percutaneous leads (from the same lot). The leads were placed in the occipital region for headaches (off-label). It was reported that one morning the pt experienced overstimulation. During reprogramming the pt reported feeling overstimulation at perception. She also felt overstimulation when her ipg was turned off. When the pt's right lead was turned on independently, she would feel overstimulation on both sides and vice versa. An x-ray was conducted but the results were not brought to an sjm rep's attention. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.